Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h3 device evaluated by manufacturer as the product was received and investigation completed. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 59-year-old female patient presenting with cardiomyopathy. During hospitalization, there was concern for cerebral edema, and an external ventricular drain (evd) was placed due to elevated intracranial pressures. Per bedside nursing report, it was unclear whether the patient had an intracranial bleed. The most recent CT scan demonstrated a possible small subdural hematoma. The reported event involves a neurologic event (stroke). Based on the available information, the intracranial findings are more plausibly related to the patient¿s underlying critical condition and neurologic pathology.